Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was "off" by 9 minutes. The customer did not know how the pump time became inaccurate. Tandem technical support guided the customer through adjusting the pump time. There was no impact to customer's blood glucose level.